Event description:
A discordant, falsely low glucose hexokinase 3 (gluh_3) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low gluh_3 result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found an issue with the wash up down (wud) due to a defective vacuum pump. The cse cleaned the wud lines and tubing back by waste area and replaced the vacuum pump. Precision and quality controls were run, resulting within range. The cause of the discordant, falsely low gluh_3 result was a malfunction of the vacuum pump. The instrument is performing according to specifications. No further evaluation of the device is required.